Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the catheter came off of the connector. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an assembled two-piece connector; however, the catheter was not attached to the connector. Usage residues were observed throughout the sample. The connector locking arms did not appear to be uniformly engaged. Tactile inspection of the catheter revealed tensile weakness throughout the proximal end of the catheter. Following disassembly of the connector, inspection of the distal segment revealed no catheter inlaid through the compression sleeve. Microscopic inspection of the proximal end of the catheter revealed glossy striations consistent with a sharp instrument cut. Microscopic inspection of the connector revealed abundant mechanical damage. The proximal segment cannula was bent. The mechanical damage and bent cannula were consistent with difficulty/resistance experienced during device assembly. The cut end of the catheter and the lack of catheter inlaid through the compression sleeve indicated that the catheter was separated from the connector without breakage and that the catheter was not fully inserted through the compression sleeve during device assembly. Subsequent tensile (pulling) stress caused the catheter to separate from the connector. The product IFU provides instructions for the proper assembly of the catheter/connector system. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter came off of the connector. No patient harm reported. Additional information has been provided: as there had been no problem at all using the device until this event, the facility is assuming that treating the device inappropriately, such as pulling, might be a potential cause of this event. The reason why the connector, collected as a sample, is bended is because workers of the facility disconnected it using forceps. They did so to inspect the device, but found no fragment of the catheter in the stem.